Manufacturer narrative:
Visual inspection performed the 15th of december, 2017 by r&d project manager. Pictures received with the complaint notification have also been analyzed: deformation of the instrument tip and loosening of one pin, designed to engage the pedicle screw head (tulip) and act as fulcrum for rod reduction. Deformation and failure occurred because of excessive force applied. However, no misuse can be identified. The rod fork is intended for simple rod reduction. In case of failure, other instruments are provided in the set (one-step reducer (B)(4), two step reducer (B)(4)) to perform rod reduction without significant delay. Root cause is insufficient strenght of the device, in case of high reduction forces. The pins of this version of the instrument where made thinner (ø1.6mm) compared to the very first version of rod fork ((B)(4): ø2mm) to ease the engagement of the instrument to the tulip. Also the two arms that hold the pins were made slim to reduce the overall size / invasiveness. Batch review performed on 21 december 2017. Lot 1410872: (B)(4) items manufactured and released on 09 july 2014. No anomalies found related to the problem. To date, no similar reported event on this lot number.

Event description:
The surgeon tried to insert the rod into the screw head with the rod fork, but the rod was not able to insert and the one of inside pin of the rod fork was broken and separated. Broken pin was able to be retrieved from the patient body. Two steps reducer was used for the alternative. Retrieved pin was discarded at the hospital. The surgeon commented that pins located at rod fork are too thin. The offset angle is low, therefore when the screw head leans, it is hard to engage. Due to this event the surgery was prolonged about 10 minutes.